Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. The cause of the pump errors was most likely an air gap. The cause of the impella connect failure was rlm not being connected to the hospital network via either ethernet or wi-fi.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the impella was not recognized by the console. Additionally, optical sensor error messages appeared. Troubleshooting was unsuccessful. The automated impella controller was exchanged. The patient was noted as stable.

Manufacturer narrative:
H6 device problem code were updated accordingly based on the completed investigation.